Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right ventricular lead exhibited noise, which could be reproduced with pocket manipulation. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
(B)(4).